Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring [pm] set was found to be leaking fluid from the 3-way stopcock. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for investigation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to over-tightening the device. [Use error]. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number have been identified.